Event description:
Caller reported that the pump's screen turned on but was not visible, impacting the ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.